Manufacturer narrative:
The glucose reagent lot number is 836472. The reagent expiration date was requested, but not provided. The field service engineer exchanged and adjusted the sample probe. The reagent probes were adjusted. The sample rinse volume was adjusted. The gear pump pressure and cuvette rinse volumes were checked. The investigation determined the service actions resolved the issue. The information is consistent with a sample probe issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The first sample initially resulted in a glucose value of 18.6 mg/dl and it repeated as 97.4 mg/dl. The sample was repeated again, resulting in a value of 2.35 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 98.2 mg/dl. The second sample initially resulted in a glucose value of 2.91 mg/dl. The sample was repeated twice on a second analyzer, resulting in values of 98.1 mg/dl and 98.4 mg/dl. The third sample initially resulted in a glucose value of 5.06 mg/dl and it repeated as 53.9 mg/dl.